Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer reverted to manual injections for insulin therapy. Customer's blood glucose was 151 mg/dl.